Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient had a change in therapy and a loss of therapy. The patient was sluggish, seemed to have trouble moving, and sometimes the patient froze in place. The symptoms had suddenly started in (B)(6) 2015. The patient called their health care provider (hcp) and the hcp told the patient to call a manufacturing representative to schedule an appointment to have the implantable neurostimulator (ins) checked. The patient¿s programmer had been stolen so they were not able to check the ins or make any adjustments. The patient¿s hcp later reported the patient did not show up for their appointment so a new appointment had to be scheduled. The patient¿s indication for use is parkinson¿s dual and movement disorders. No cause, diagnostics/troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.